Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when air was drawn into the syringe when the sheath was flushed in the patient¿s body. This was observed immediately after insertion into the patient¿s body. The issue was resolved by replacing the sheath. The procedure was successfully completed. Additional information was received indicating air continued to leak when the syringe was used to remove air from the side port for flushing. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No blood return was observed. No needle product was used with the sheath.

Manufacturer narrative:
On 19-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when air was drawn into the syringe when the sheath was flushed in the patient¿s body. This was observed immediately after insertion into the patient¿s body. The issue was resolved by replacing the sheath. The procedure was successfully completed. Additional information was received indicating air continued to leak when the syringe was used to remove air from the side port for flushing. The hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. No blood return was observed. No needle product was used with the sheath. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and water leakage was observed from the three-way stopcock area. Further investigation revealed a fissure in that area. A device history record was performed for the finished device batch number, and no non-conformances were identified. The fissure observed in the stopcock could be related to the hemostatic valve leak issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the damage observed could not be determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. An internal action activity was implemented regarding fissure found on stopcock of vizigo. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Additional notes: the d4 primary UDI number has been updated to (B)(4). On 26-jul-2024, bwi noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code.